Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm several times during drain 3 of 4 of treatment and the treatment was cancelled. Fluid was discovered leaking from the external of the cycler set cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient stated they would not re-setup the cycler or use an alternate form of treatment to complete pd therapy. Upon follow up, the patient's daughter-in-law stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. However treatment ended for the night once treatment was cancelled on the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient used the cycler the following day for treatment as usual and remains with the patient for continued use.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm several times during drain 3 of 4 of treatment and the treatment was cancelled. Fluid was discovered leaking from the external of the cycler set cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient stated they would not re-setup the cycler or use an alternate form of treatment to complete pd therapy. Upon follow up, the patient's daughter-in-law stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. However treatment ended for the night once treatment was cancelled on the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient used the cycler the following day for treatment as usual and remains with the patient for continued use.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.